Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tip of the sheath was allegedly damaged. It was further reported that the tip of the sheath was allegedly splintering. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the tip of the sheath was allegedly damaged. It was further reported that the tip of the sheath was allegedly splintering. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one peeled 6.5f peel apart sheath loaded onto a vessel dilator was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The vessel dilator appeared to be loaded and locked in place on the t-handle of the peel-apart sheath. Bunching was noted on the distal end of the sheath shaft and the distal tip of the loaded vessel dilator was noted to be deformed. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is unconfirmed for the reported sheath tip splintering issue as only bunching and deformation were noted on the dilator. Also, the investigation is inconclusive for the reported device damaged prior to use issues as the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.